Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that during an emergency procedure, leakage was observed from the pilot balloon immediately upon use. No permanent adverse effect to patient reported.